Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device analysis: visual analysis of the returned device identified: the device was broken shell, missing shell and black particles material was found on the gel. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified that the device is broken and found with the following conditions: striated edge on anterior assessed as surgical damage, sharp edge on the posterior assessed as unidentified (tear) opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a broken is found with the following conditions: striated edge on anterior assessed as surgical damage, sharp edge on the posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.